Manufacturer narrative:
Device is a combination product. Dev returned to manufacturer: the 20 x 3.00 mm promus premier select stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break measured at 49.3cm from the distal end of strain relief. Multiple kinks were also noted along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that a shaft break had occurred. A procedure was being performed with a 20 x 3.0mm promus premier select drug-eluting stent. It was noted that the device was unable to cross the lesion in the right coronary artery with no other complications. It was later reported that the shaft of the device had broken in attempting to cross the lesion. Everything was able to be removed from the patient and there was no patient harm. The procedure was completed with another of the same device with no further issue.